Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to reseat the row board cable and replace a controller board. A field service engineer troubleshooted and found drawer 4.1 had a couple row boards that wouldn't work even after reseated the row board cable. So, they replaced a controller board and then the rows came back online. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a hardware failure which device was not detected on bus. The customer reported that the user was unable to remove the medication and also there was delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.